Event description:
On february 1, 1999, safeskin corp was served with a lawsuit. Plaintiff's claim alleges the following: plaintiff was exposed to latex, latex dust and various powder additives emitted from the various latex-containing products resulting from the ordinary and foreseeable use of said latex-containing products. Plaintiff sustained the following injuries: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress.